Event description:
It was reported that this right ventricular defibrillation lead exhibited shock impedance measurements of greater than 125 ohms. It was noted there were low pace impedance measurements that remained within range and high thresholds. Technical services discussed options including increasing the impedance alert range. The lead remains in service. No adverse patient effects were reported. Additional information was received that right ventricular (rv) lead exhibited pace impedance measurements of greater than 2,000 ohms. This patient received 8 shocks for what was thought to be conducted supraventricular tachycardia (svt). It was noted that therapy was exhausted. Tachy therapy mode was noted to be off. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
It was reported that this right ventricular defibrillation lead exhibited shock impedance measurements of greater than 125 ohms. It was noted there were low pace impedance measurements that remained within range and high thresholds. Technical services discussed options including increasing the impedance alert range. The lead remains in service. No adverse patient effects were reported.